Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. An f-94 (configuration option settings checksum is not 0) alarm was identified during functional testing and the review of the alarm log. The cause of the customer reported condition was determined to be due to the f-94 alarm. The cause of the f-94 alarm was determined to be a damaged/swollen battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was ¿locked¿. This occurred while turning on the device. There was no patient involvement. No additional information is available.